Event description:
Boston scientific received information that during the pacemaker change out procedure, prior to pocket closure, noise and oversensing were seen immediately in the atrial channel. Precautionary measures were taken to ensure a proper connection between the device header and terminal pin but the noise and oversensing persisted. The non bsc right atrial (ra) lead was tested with a non bsc pacing system analyzer (psa) and no noise was observed. Once again the lead was connected to the device and noise was present again. Subsequently, the physician decided to use a new device and when the ra lead was connected no noise was observed. However, the next day prior to the patient being discharged, another device check was performed and unfortunately the noise was present again. Due to the patient being asymptomatic, the sensitivity of the atrial channel was reprogrammed and the patient was sent home and will be followed closely. No adverse patient effects were reported. The system remains in use.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that there is a hole in the atrial tip sealplug; however, there was no body fluid visible in the sealplug well or in the atrial port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The hole in the atrial sealplug has the potential to cause noise/oversensing although a copy of the noise on the real-time egms that were returned with the device does not have the signature of the noise caused by a seal plug hole.